Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 63, variable 3, alarmed during self test and was confirmed in pump history file due to a broken trace at u1 keypad assembly. No unexpected failed battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked select button keypad overlay, missing display window cover, keypad overlay texture damage, faded serial number label, missing end cap address label, cracked case behind the pump at the corner of the belt clip rails, cracked case behind the pump near the battery compartment, cracked lcd window, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 7.5 mmol/l at the time of the incident. Customer will return device for analysis.